Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left weld on the frame where the caster goes in is broken. The caller states the end user was driving down the sidewalk when the weld broke and caused the wheel to come off. No injuries noted but the weld is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the base frame was broken at the weld where the left head tube connects, and the fork was bent/damaged, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The provider states the left weld on the frame where the caster goes in is broken. The caller states the end user was driving down the sidewalk when the weld broke and caused the wheel to come off. No injuries noted but the weld is broken.